Event description:
It was reported that the health care professional (hcp) requested review for this pacemaker. Technical services (ts) reviewed the stored device data and identified multiple non-sustained ventricular tachycardia (nsvt) episodes with very rapid ventricular rates, consistent with true ventricular fibrillation (vf). Review of the electrogram (egm) suggested possible right ventricular (rv) loss of capture (loc). Additionally, on a stored ventricular episode, an r-wave was blanked during an atrial paced event and followed by ventricular pacing that may have initiated the arrhythmia. Ts was unable to confirm rv capture on the presenting rhythm and could not confirm that the vf episode was induced by the device. Ts recommended further clinical evaluation. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "known inherent risk of device" because product record reviews did not identify a product quality issue or new patient harm. A risk review was completed and confirmed that the event of therapy induced arrhythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that the health care professional (hcp) requested review for this pacemaker. Technical services (ts) reviewed the stored device data and identified multiple non-sustained ventricular tachycardia (nsvt) episodes with very rapid ventricular rates, consistent with true ventricular fibrillation (vf). Review of the electrogram (egm) suggested possible right ventricular (rv) loss of capture (loc). Additionally, on a stored ventricular episode, an r-wave was blanked during an atrial paced event and followed by ventricular pacing that may have initiated the arrhythmia. Ts was unable to confirm rv capture on the presenting rhythm and could not confirm that the vf episode was induced by the device. Ts recommended further clinical evaluation. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.